Event description:
Laser fiber was placed on the ureteral stone. Surgeon asked for the laser to be activated. Laser was ready, but when the surgeon started to laser the stone, nothing happened. Laser fiber was then disconnected and reconnected. There was no aiming beam this time. Surgeon tried to laser the stone again, and laser fiber made a clicking noise at opposite end of fiber. When laser fiber was disconnected, the fiber at the point of connection to the piece that connects to the machine has disconnected. A new fiber was opened and the case was completed.